Event description:
It was reported that the pacing lead impedance have been rising since (B)(6) 2010. An increase in capture threshold was also noted. The sense/pace portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
No medwatch form was received.